Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction there is no video of the video signal due to failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the video system center had no image on video signal output. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no signal output due to corrosion caused by liquid intrusion of the p and dx board. There was static noise due to a faulty cm board and the usb interface was found to be corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.